Event description:
A customer reported their epiq cvx ultrasound system froze then shutdown during a CABG (coronary artery bypass graft). The system was exchanged to complete the procedure. There was no user or patient harm as a result of the issue. Philips has initiated onsite service to address the customer¿s concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.